Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise episodes, high pacing impedance, high capture threshold and decrease in the r-wave amplitude. No intervention was performed. No patient symptoms were reported.

Event description:
New information received notes that the right ventricle lead exhibited noise oversensing episodes. The lead was explanted and replaced. The patient was in stable condition.